Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a sore under an ECG electrode. The patient reported that the sore was pussing. The patient's physician prescribed the patient an antibiotic. Follow-up indicated that the sore had healed.